Manufacturer narrative:
The manufacturer previously reported to a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at the manufacturer's service center, the device failed initial power up. The device has been returned to the manufacturer, but evaluation for the power-up failure has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the device powered on and operated, as it should, however physical damage was observed to the flow sensor assembly. The device¿s flow sensor assembly was replaced to address the issue. The device passed all testing.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at the manufacturer's service center, the device failed initial power up. The device has been returned to the manufacturer, but evaluation for the power-up failure has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.